Event description:
Davinci vessel sealer had white film substance on tip after it was used in patient. This was caught soon after first use by md. Instrument was then removed from patient and field. Instrument appeared to work correctly without causing damage to patient. Or safety team engaging infection prevention to rule out infectious outcome (following patient) before releasing to the mfg.